Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. Three days later, the pt presented with recurrent right lower extremity pain. The investigator noted the event as mild in intensity. Pt was administered a vioxx 25mg p.o. Daily, medrol dose pack, epidural steroid injection. The event resolved with treatment 14 days later. Events were classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.